Event description:
It was reported that balloon leak occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending (lad) artery. After a non-bsc guide wire crossed the lesion, intravascular ultrasound (ivus) was performed using an opticross coronary imaging catheter. A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for pre-dilatation and was inflated at 10 atmospheres. However, a blood was found inside the indeflator. The device was completely removed from the patient and was noted that the center of the balloon was ruptured/torn. The procedure was completed with a 2.75x12mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was further reported that the 15mm x 3.00mm nc quantum apex¿ balloon catheter was ruptured during the first inflation and longitudinal balloon tear was noted. In addition, the device was completely removed from the patient.

Manufacturer narrative:
(B)(4).